Event description:
Rv lead helix was found to be fully extend post implant check, but retracted during lead revision. However, doctor decided to re-extend the helix as the rv lead had not dropped. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The provided x-ray confirmed that the fixation helix of both leads were found to be retracted during the revision. The returned lead solia s 53 sn (B)(6) proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The lead solia s 60 sn (B)(6) was not returned. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.